Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. E.1. (B)(6) medical center. Upon investigation of the actual device used in this incident, it was determined that the station was booting with the startup sequence. A technical support specialist dialed into the station and verified that there was no startup sequence on the pyxis screen. The med application had already launched without any issue. The technical support specialist received an email from the customer confirming that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was booting with the startup sequence. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.